Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (tts) and customer reverted to an alternate method of insulin delivery. Reportedly, the customer was not removing the cartridge air properly, and using the supplies for 2-3 days. Clinical support informed customer that not removing the cartridge air properly, and using the supplies for 2-3 days is off label per the user guide. Customer¿s blood glucose (bg) level was 600-mg/dl-"high"; although specific value was not provided, with large ketones and customer felt nauseous. Elevated blood glucose levels were addressed by manual insulin injection.